Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a "very difficult" tortuous and calcified right coronary artery. The physician attempted to advance a 2.75x24mm liberte' bare metal stent, but was unable to cross the lesion. The stent delivery system was withdrawn into the guide catheter and the stent dislodged. The pt was sent to surgery where the stent was removed and bypass was performed. No further pt complications occurred. Pt status is satisfactory.